Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, a definitive cause for the reported mechanical issue could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The customer reported the device was not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed as the steerable guide catheter was unable to straighten during device preparation. It was reported that during preparation of the steerable guide catheter (sgc), the sgc was unable to be straightened despite using the (-) knob. Troubleshooting was performed per instructions for use (IFU), however, the sgc was unable to be straightened. There was no patient involvement and the sgc was not used in a procedure. No additional information was provided regarding this device issue.